Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon also reported that the cutter had detached from its base.

Manufacturer narrative:
Additional information: no probe sample has been returned for evaluation. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe was not cutting while the aspiration was functioning during a left eye vitrectomy procedure. The product was replaced with another and the procedure was completed with no known harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One probe was returned for evaluation for the report of becoming detached from its base and not cutting during a surgery. The sample was visually inspected and it was deemed to be nonconforming. The front and rear engine housing was detached. The probe was disassembled and the components inspected. There was approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No functional testing could be performed due to the damaged condition of the probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue the complaint evaluation did confirm the probe was detached and this would likely be the reason for the probe not being able to cut. The evaluation did indicate the probe had been used in surgery for approximately 30 minutes before the detachment occurred and this may have also been a possible factor for the poor cutting performance. The root cause for the separation of components could not be determined from this evaluation. The most probable reason for the detachment failure would be from a mishandling or usage issue or an adhesive problem. An investigation has been initiated to determine the reason for the engine housing component separation to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).